Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (won't power on) has been confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to contamination to multiple components on the ca board and jtag boards. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on.